Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. A lot number was initially reported by the facility; however, it was not a valid crosser recanalization catheter lot number. A follow up attempt with the user found that the lot number is unknown/unobtainable. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.

Manufacturer narrative:
A complete manufacturing review could not be conducted as the lot number is unk. The crosser catheter and sidekick angled taper support catheter were returned. The investigation is confirmed for retraction issues as the crosser catheter could not be removed from the sidekick angled taper support catheter. During eval of the returned device, it was noted that the crosser catheter had been advanced approximately 16.7 cm out the sidekick angled taper support catheter. The sidekick IFU notes that the crosser can only be advanced approximately 15cm from the tip of the tapered sidekick. As the catheter had been advanced past the allowable distance stated in the IFU, it is likely that the tapers of both the crosser and sidekick had aligned and locked up at the time of the event. Based on the results of the investigation, the devices locked up due to the user advancing the crosser too far past the end of the sheath.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. An attempt was made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The report source did not have any additional details to provide at this time.

Event description:
It was reported that during treatment ot a cto in the superficial femoral artery, the recanalization catheter and support catheter became stuck. Both devices were removed as one unit. There was no patient injury reported.